Event description:
As noted in the publication by uemiya et al analysis of restenosis after carotid artery stenting: preliminary results using computational fluid dynamics based on three-dimensional angiography, journal of clinical neuroscience 20 (2013) 1582¿1587; a (B)(6) man, presented with moderate, symptomatic stenosis of the right ica but did not have symptoms of stroke. MRI showed a high intensity signal plaque at the carotid bifurcation. MRI showed sub-acute infarction at the right corona radiata and multiple chronic ischemic lesions. This patient successfully underwent cas using a precise stent. However, cta revealed moderate restenosis five months after the procedure and the restenosis was observed to be progressive. A 3d-digital subtraction angiography (dsa) showed that the stenosis had reached 85.9%. Nevertheless, the patient exhibited no symptoms. This patient underwent a second procedure because the restenosis had worsened and was refractory to dual antiplatelet and statin treatment; a wallstent was added in addition to the previous stent. Dsa after the second stenting procedure showed the restenosis had improved, and a fluoroscopic view demonstrated the difference in the shape between two stents. The patient developed no significant restenosis upon ultrasound (us) imaging and was asymptomatic following the second operation.

Manufacturer narrative:
As noted in the publication by uemiya et al analysis of restenosis after carotid artery stenting: preliminary results using computational fluid dynamics based on three-dimensional angiography, journal of clinical neuroscience 20 (2013) 1582¿1587; a (B)(6) man, presented with moderate, symptomatic stenosis of the right ica but did not have symptoms of stroke. MRI showed a high intensity signal plaque at the carotid bifurcation. MRI showed sub-acute infarction at the right corona radiata and multiple chronic ischemic lesions. This patient successfully underwent cas using a precise stent. However, cta revealed moderate restenosis five months after the procedure and the restenosis was observed to be progressive. A 3d-digital subtraction angiography (dsa) showed that the stenosis had reached 85.9%. Nevertheless, the patient exhibited no symptoms. This patient underwent a second procedure because the restenosis had worsened and was refractory to dual antiplatelet and statin treatment; a wallstent was added in addition to the previous stent. Dsa after the second stenting procedure showed the restenosis had improved, and a fluoroscopic view demonstrated the difference in the shape between two stents. The patient developed no significant restenosis upon ultrasound (us) imaging and was asymptomatic following the second operation. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of endovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there possible patient factors and vessel/lesion factors that may have contributed to this patient¿s restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.